Event description:
When using the device for a esophagectomy there was major leakage from the anastomosis two days after the original operation. Surgeon hand sutured during original operation, conservative treatment continued.